Event description:
It was reported that assistance was requested to program this pacemaker into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, a lead safety switch (lss) was activated, switching from bipolar to unipolar mode due to high out of range right atrial (ra) lead pacing impedance measurements, exceeding 3000 ohms. Ts advised that one requirement for MRI compatibility is the absence of lead integrity issues, and the elevated pacing impedances may indicate a compromised lead. Consequently, the device was not programmed into MRI mode. No adverse patient effects were reported. This ra lead remains in service.